Event description:
It was reported the patient's blood glucose level rose to 19 mmol/l (342 mg/dl) while wearing the pod. When removed from the infusion site, the reporter noted seeing a hole on the pod's cannula. As treatment, a new pod was activated.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. We are unable to confirm or determine the root cause of the damaged cannula.